Event description:
It was reported by service report that a caster was broken off the base at a base tube. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
(B)(4): base tube.